Manufacturer narrative:
The sample has not been returned to the manufacturer for evaluation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A report was received via medsun (B)(4). "Registered nurse transport specialist (rnts) called to bedside to evaluate loose 1.9fr PICC line dressing. At bedside, rnts agreed dressing was loose and that dressing needed to be changed. When preparing for dressing change, fluid noted around extension tubing attached to catheter. Rnts planned to assess and change extension tubing during the dressing change. When dressing was removed, it was noted that skin/hub cushion underneath the dressing was wet. This wasn't fully visible prior to removing the dressing. Rnts disconnected extension tubing from PICC line to evaluate from line rupture. When flushed, fluid noted to leak out of catheter near purple connection. Md notified and came to bedside. Md ordered to remove PICC line." Care team have reached out to see if there are any product issues or other guidance we may need for these PICC lines additional information received - exact lot number unknown of the defective product unknown as packaging was discarded upon insertion. 11478664 is the one currently stocked in our PICC cart. Date PICC was placed? (B)(6) 2024 (notes say line was in place for 14 days at time of event). No patient harm.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. After three notifications, there has been no sample returned for review. Additionally, there has been no visual evidence provided to support the reported issue. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample or visual evidence is provided at a future date, this complaint may be reopened for further evaluation at that time.